Event description:
Procedure type: laparoscopic. Patient gender: unknown. According to the reporter: pin fell out of the device, but not into the cavity. Pin was retrieved, surgery time was not extended. Used another device to complete the procedure. There was no patient injury reported.